Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold leak test.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold leak test issue found during pm by getinge field service. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold leak test. There was no patient involvement.

Manufacturer narrative:
Corrected fields; d4(UDI), h6. The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following part associated with this complaint: drive manifold. This part was received with a reported unit failure message of failed the drive manifold leak test. Performed visual inspection of this part received and part looks to be in condition. Installed the drive manifold into the cardiosave test fixture and tested to the factory specifications per and the cardiosave service manual. The fat dept. Performed the all manifold test. The drive manifold passed all testing. The failure analysis and testing department could not verify the failure of drive manifold leak test. Drive manifold passed testing. Retaining drive manifold in the fat dept. As per procedure. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received drive manifold with a reported unit failure of failed drive manifold leak test. The failure analysis and testing dept. Performed a visual inspection of the drive manifold which included the inspection of all electrical wiring and components. The fat dept. Found all electrical wiring and components to be in good condition. The failure analysis and testing dept. Installed drive manifold into the cardiosave test fixture and tested the drive manifold to factory specifications per the cardiosave service manual. The fat performed the drive manifold test in which all tests passed. The fat dept. Could not replicate the failure of the drive manifold failing the leak test. The drive manifold passed all testing. Retaining the drive manifold in the fat dept. Per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The most probable root cause according to the cardiosave dfmea and the supplier "asco" for the drive manifold failing the leak test could be related to wear and tear of the internal components, loose connections of the tube, fluid ingress, blood contamination, electrical connectivity issue on the solenoids, and or micro cracks in the body of the manifold.

Manufacturer narrative:
Updated fields: b4,d9, e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10, h11. Corrected field: h6(medical device ¿ problem code) a getinge field service engineer evaluated the iabp, and replaced the drive manifold assembly to fix the issue. The iabp passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The suspected faulty drive manifold was sent to getinge's failure analysis and testing department (fat) for evaluation. A technician inspected the drive manifold and no visual damage was observed. The fat then installed the drive manifold into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The failure analysis and testing department could not verify the failure of drive manifold leak test. The drive manifold is being retained in the fat per procedure.

Event description:
N/a